Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 5, 2008. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterile processing, it was observed that there were ¿trigger issues¿ with the battery power drill device. This event was not related to surgery. There was no patient involvement. There was no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.